Event description:
The complainant alleged that during a zoll sales representative's in service and training, using a zoll owned device with a simulator, the screen displayed a "defib pad short" error message when using the universal cable. When the device was set to defibrillation mode and 200 joules were displayed on the device screen. There was no pt involvedment in the reported malfunction.